Event description:
A file separated in the canal during a procedure performed approximately two years prior to the report date. The patient as referred to a specialist who filled the canal with the separated piece in place.